Event description:
It was reported that this right atrial (ra) lead exhibited oversensing with pacing inhibition, impedance issues with low pace less than 200 ohms and noisy signals due to insulation damage. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.